Event description:
On (B)(6) there was an incident in an operating room suite with a robotic case. The md thinks that the cord from the bovie to the monopolar scissors on the robot arm was not completely plugged in and it caused a short. The md acted quickly and removed the monopolar scissors out of the patient through the trocar. He then removed the monopolar scissors from the robot, and threw it to the floor. The remaining flame on the robot drape where the monopolar scissors was detached was smothered with a wet lap. The robot was then undocked and pushed to the back of the room. The bovie was also pulled from service and sent to bio-med for testing. There was no harm to the patient, no evacuation, and minimal interruption of service when they changed the surgical case from a robotic hysterectomy case to a vaginal hysterectomy (less than 10 minutes).